Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening during deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report the clip reopening during deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw (cds0701 ntw. Lot#20324r276) was placed on the valve and establishing final arm angle (efaa) was successful, with no clip movement or settling observed. During deployment, the clip re-opened back to approximately 40 degrees. The mr jet increased slightly but remained mild. Th mr was reduced to grade of 1+. There was no other issue observed. No further action was taken and the procedure was completed. There was no patient consequences or clinically significant delay. No additional information was provided.